Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient went to have a neck MRI last night and when they tried to put their implant into MRI mode the por (power on reset) message kept coming up. The patient stated they got the stimulator like seven years ago because it worked for their left knee down and four years ago they lost their leg to cancer. They had been keeping everything charged up but the implant must have gone dead at one time and they charged it up for nothing. The manufacturer's patient services specialist (pss) asked the patient if it had been some time since they last charged the implant and patient stated no but they kept the implant charged up. Pss reviewed role of a manufacturer representative and provided the national answering service number. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.